Event description:
During the atrial fibrillation procedure, there was an air leak from the seal of the introducer resulting in st elevation, av block, and hypotension. Air was being aspirated into the left atrium. The non-abbott catheter was inserted into the introducer, there was a resistance that could be overcome with a little pressure. During the subsequent aspiration of the introducer, there was already air in the system. The airlock had already been rinsed and connected to the continuous rinsing system, which was empty of air. The patient was stabilized with 100% oxygen, rv pacing, head down position, and coronary angiography with no long-term consequences or damage.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the proximal face of the seal and on the side wall. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the leak and subsequent st elevation, av block, and hypotension remains unknown.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the proximal face of the seal and on the side wall. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.